Event description:
Additional information was received from a healthcare provider (hcp). It was reported the increased pain was due to a granuloma at the catheter tip. The cause of the granuloma was unknown. They removed the intrathecal narcotics and it was unknown if the increased pain resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the patient¿s inflammatory mass/granuloma was diagnosed at the tip of the catheter in (B)(6). The patient was weaned from the intrathecal pump, and saline was instilled in the pump at minimum flow rate. The pump was delivering 20mg/ml dilaudid at a rate of 6.857mg/day and was switched to 9mg/ml preservative-free normal saline being delivered at 0.4322mg/day on (B)(6) 2015. At the time of report [(B)(6) 2016], the pump was delivering saline at a rate of 4.32mg/day. It was stated that the granuloma grew in size since the saline was instilled, and she was having surgery on (B)(6) 2016 to remove the catheter and granuloma. The hcp requested the pump off password on (B)(6) 2016 and stated that she was going to the patient¿s house to turn off the pump. It was stated that it was unknown but felt that the patient would no longer be a candidate for a pain pump in the future.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving dilaudid [20 mg/ml] at a rate of 11.549 mg/day via intrathecal drug delivery pump. The indication for use of the pump was spinal pain. It was indicated that, over the last couple of months [since (B)(6) 2015], the patient started to have more nerve pain down her left leg and hip. The reporter indicated that the change in symptoms had been sudden. Two myelograms were performed, and they thought that they saw a granuloma on the second one. The hcp stated that the plan was to change the patient over to saline and see if the symptoms improved. In addition, the reporter wanted to use a bridge bolus to taper the dose down. However, because the options for tapering once the saline was added would be limited, the option to taper to a lower dose prior to changing over to saline was discussed. The hcp was planning to check in with the physician to see what he wanted to do. At the time of the report, the actions/interventions to be performed for the adverse event had yet to be determined. In addition, the adverse event was ongoing; the outcome of the event had yet to be reported. Further follow-up was being requested to obtain additional information.